Event description:
The st. Jude sales rep was present and reported that a pt underwent a diagnostic procedure utilizing a 4f spyglass catheter device. After routine catheter preparation, the physician attempted to place the 4f pigtail spyglass catheter across the aortic valve without success. Upon exchange of the catheter for a 5f catheter, it was noted the stem had separated from the catheter body. Contrast media was injected into the existing sheath via a side-port, and the x-ray revealed the stem remained on the guidewire in the descending aorta at the height of the renal branches. A second sheath was inserted just above the existing sheath, and a forcep-type instrument was inserted into the newly introduced sheath to retrieve the tip. The stem was successfully retrieved and removed approximately 40 to 45 mins later.